Event description:
Healthcare professional reported immediately after injection with juvederm ultra plus xc in the nasolabial folds and marionette lines patient started experiencing "chronic, moderately severe pain in the teeth and upper jaw area." Additionally the patient "had a little bruising" and the injection sites "were a little tender"; the bruising has since resolved. The healthcare professional elaborated that the "center of upper lip" has some "burning and stinging" sensations, and also explained the "perioral muscle in upper lip seems weak." The patient started taking aspirin and started seeing another doctor for the "oral facial" pain, where the patient received clindamycin for two days, and was "occasionally taking a little bit of vicodin." Upon follow up, this healthcare professional clarified that the patient was only prescribed baclofen and a medrol dose pack for oral facial pain; the patient was additionally provided with a "new hard splint," a type of mouth guard to "prevent interior contact." The injecting healthcare professional has prescribed neurontin and minocycline, as additional treatment. At this time, the symptoms have not resolved.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of bruising, tenderness, "burning and stinging" sensations, and weakness of the perioral muscle in upper lip are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.